Manufacturer narrative:
Concomitant medical products: competitor lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a shock for ventricular fibrillation (vf) that was suspected atrial tachycardia/atrial fibrillation with rapid ventricular response. The ICD remains in use. No further patient complications have been reported as a result of this event.